Manufacturer narrative:
(B)(4) h6- investigation type code: 4110- lens work order search-no similar complaint event(s) within associated lots were found. See claim (B)(4) for fellow eye see claims (B)(4) for same eye.

Event description:
A facility representative reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced discomfort. At a later date the lens was explanted which resolved the issue. Cause of the event was reported as patient related factors. A work order search found no similar complaint types. It should be noted that the surgeon selected a different lens size than that suggested by the icl software. Therefore, there is not enough safety and effectiveness data to support implantation in this patient category. This report is 1 of 4 total reports. Based on the information provided, the risk assessment for our product, and our experience, we have determined the cause or contribution to the reported issue is not indicative of a manufacturing related issue or product deficiency. This issue will continue to be tracked and trended as part of the normal dsc meetings and CAPA monitoring. If a significant trend is identified, then the issue will be escalated for further action.